Event description:
Report stated that a mesh was implanted to repair an umbilical hernia. The mesh was explanted approximately 8 weeks later because of infection. When explanted, mesh had not incorporated and was covered in pus. Mesh was cultured, but no results have been provided.

Manufacturer narrative:
We are awaiting the return of the device for investigation. A follow-up report shall be submitted upon completion of the evaluation.